Event description:
The rptr indicated that intermittent loss of atrial capture, and intermittent undersensing in both the atrial and ventricular channels were observed. An atrial lead problem and noise reversion is suspected; however, iegms did not annotate "noise." Upon re-opening the pocket, the only thing noted was blood in the ventricular lead; it appeared that the suture had punctured the lead. The ventricular lead was capped and replaced.

Manufacturer narrative:
An investigation was performed and it was determined that the device appears to be operating normally.